Manufacturer narrative:
B2: date of death is an approximate date as the actual death date is not known. B3: date of event is an approximate date as actual date of embolization is not known. D6b: explant date is an approximate date as the actual date of explant is not known. B5: updated. H6: impact code added. H6: patient code added.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The position of the closure device was great with less than 1/3 shoulder at the 135-degree view. A tug test was performed, as well as the closure device was doing an auto tug with the heart. The compressions were 16%-20% and there was zero flow around the device. Position, anchor, size and seal (pass) criteria were met, and the device was released. After the procedure the patient complaint of serious back pain. The physician checked the patient and everything seemed okay. Over the weekend, the closure device was noted to have embolized into the patient's descending aorta. The device was percutaneously removed with a snare. The patient remains intubated in the hospital with complications, but the patient is expected to fully recover. It was further reported that the patient was recovering and was about to be moved to the intensive care unit (ICU). The patient started to complain of abdominal pain, had an emergent surgery for ischemic bowel and the patient passed away and never recovered.

Manufacturer narrative:
B3: date of event is an approximate date as actual date of embolization is not known. D6b: explant date is an approximate date as the actual date of explant is not known.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27 mm watchman flx pro laa closure device was successfully implanted on (B)(6) 2025. The position of the closure device was great with less than 1/3 shoulder at the 135-degree view. A tug test was performed, as well as the closure device was doing an auto tug with the heart. The compressions were 16%-20% and there was zero flow around the device. Position, anchor, size and seal (pass) criteria were met, and the device was released. After the procedure the patient complaint of serious back pain. The physician checked the patient and everything seemed okay. Over the weekend, the closure device was noted to have embolized into the patient's descending aorta. The device was percutaneously removed with a snare. The patient remains intubated in the hospital with complications, but the patient is expected to fully recover.